Manufacturer narrative:
Approximate age of device - 1 year and 24 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient¿s spouse momentarily disconnected the patient's system controller in response to a low voltage alarm. It appeared that the alarms were appropriate as the patient's battery power was approaching a hazard level, and the patient just needed to change to charged batteries or a patient cable. The manufacturer¿s technical service representative reviewed the submitted log file and observed a percutaneous lead (driveline) disconnect event on (B)(6) 2018 that resulted in pump stoppages. The system controller was not changed, just disconnected and then reconnected. There were no other unusual events noted in the log file. The patient was asymptomatic. Additional information was requested but not provided.

Manufacturer narrative:
Review of the submitted system controller log file confirmed the report of a pump stoppage caused by a disconnection of the driveline. The submitted log file showed that a pump stoppage due to the disconnection of the driveline was recorded. Both power cables were disconnected from power during the pump stoppage as well. The driveline disconnect/pump stoppage event was preceded by low battery advisory alarms due to the patient¿s external batteries running below the low battery advisory alarm limit threshold. The driveline was subsequently reinserted into the system controller and the system was connected to charged batteries shortly afterward.the pump appeared to be operating normally with stable parameters prior to and following the pump stoppage event. The events captured in the log file are consistent with the account¿s report that the pump stoppage event was due to the user error of the patient¿s spouse who disconnected the system controller in response to a low voltage alarm. The initial report stated that the patient¿s spouse exchanged the system controller; however, the log file data shows that the driveline was disconnected then reinserted into the same system controller and no system controller exchange occurred. No adverse patient impact was reported in association with the pump stoppage/driveline disconnect event. The patient remains ongoing on (B)(4) and no additional events have been reported at this time. The heartmate ii lvas patient handbook warns that if the driveline disconnects from the system controller, the pump will stop. The section titled ¿how your heart pump works¿ outlines battery charge level, fuel gauge display, and visual and audible alarms. If the yellow diamond comes on, the user is instructed to promptly replace the low batteries with two fully-charged batteries or switch to the power module. Instructions for exchanging batteries and switching power sources are provided in the ¿powering the system¿ section. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.